Event description:
The customer's insulin pump was returned without a complaint. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents within specifications. The device was unable to prime during the prime test as a result of a protruded/loose drive support disk. The unit had scratched lcd window, cracked display window corners, battery tube threads, reservoir tube and lip.